Event description:
The pt went through withdrawal two weeks ago with symptoms of night sweats, nausea and increased pain. The pt was admitted to the ER with symptoms that were getting worse. The pt stated that she did not believe that the pump was delivering the morphine; the pt was at the same pain level as before implant. The ER physician planned on taking a CT scan to confirm that the catheter was intrathecal and then, planned to send the pt back to her f/u physician for further studies. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)